Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram board was determined to be the cause. The customer cancelled the call and decided to proceed with a third party repair.